Event description:
Device 2 of 2. Reference MFR. Report #3006705815-2017-01251. Follow-up identified surgical intervention was attempted on (B)(6) 2017 to explant and replace the leads; however during the procedure the patient experienced breathing difficulties after the spinal was given for anesthesia. As a result, the case was abandoned and rescheduled for a later date. Reportedly, the patient was admitted to the hospital overnight to further monitor the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-01251. Follow-up revealed the patient underwent surgical intervention again. During the procedure the patient was unable to tolerate anesthesia yet again. In turn, the doctor decided to explant the patient's scs system. The patient will follow-up with their doctor and will remain in the intensive care unit in the meantime.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-01251. It was reported postoperative lead revision (ref MFR report#3006705815-2017-01162) stimulation was diminished on the patients' left side. In turn, x-rays were taken wherein results identified lead migration. Reportedly, surgical intervention may be undertaken as the next course of action to address the issue.